Manufacturer narrative:
H3 device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
Weight: unknown, ethnicity: unknown, race: unknown. This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim #(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -12.50/+4.0/102 (sphere/cylinder/axis), into the patient's right eye (od), on (B)(6) 2021. The patient experienced a refractive surprise and the lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B1 - corrected to adverse event in initial MDR. B2 - corrected to required intervention to prevent impairment/damage (devices) in initial MDR b5 - "the lens was later exchanged on 26/07/2022 for a same length lens due to refractive surprise. This resolved the problem." Should be added to the initial MDR. D6b - explant date (B)(6) 2022 should be added to initial MDR. H1 - corrected to serious injury in initial MDR. H6 - health effect - impact code: 4629 should be added to the inital MDR. Claim #(B)(4).